Event description:
It was reported that the ventilator had an ln vent 1 alarm while connected to a pt. No pt harm reported.

Manufacturer narrative:
The medwatch malfunction report is being filed outside of the thirty day time frame.